Event description:
Patient performance was not at expected levels. The audiologist reported that pictures taken intra-operatively at initial surgery, reveal a complete insertion to marker ring at time of initial implantation. However, CT scan revealed two electrodes outside the cochlear for unknown reasons. Reportedly, it has been difficult to obtain qualitative audiological data on this patient and auditory skills have been slow to progress. After the CT scan, the patient was re-mapped to account for the electrodes outside the cochlear, and since then the patient's performance has reportedly improved. The audiologist acknowledge that it is not a case of electrode failure. The patient was scheduled to receive an implant on the opposite ear, thus implanting the patient bilaterally. At this time (2006), the surgeon investigated the originally implanted side and decided for re-implantation.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.